Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The analysis of the returned components of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was still loaded in the pocket. There was no needle strike mark on the foot. Based on the investigation findings, the anterior cuff was missed and this confirmed the reported incident. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The anterior cuff was captured successfully. The most probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. There does not appear to be any indication of a lot-specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the right common femoral artery prior to a abdominal aortic aneurysmectomy procedure (aaa). Reportedly, a cuff miss occurred with three proglide devices during the pre-close. A cut-down was completed following the aaa procedure to close the vessel. Scar tissue was noticed during the cut-down, but was not visible on the angiogram. There were no reported adverse patient sequelae. Though requested, no additional information was provided.